Event description:
See manufacturer's report # 3004209178-2016-00527 for further updates regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported having a back spasm and hitting her back on a chair in a spot where there are free floating leads. This has affected the whole right leg. Leads were put in the wrong spot, so rather than take them out, they just decided to leave them in and put in different leads. When the patient hit her back on the chair, right in the spot where she has these leads, everything went tingly and numb from her chest all the way down, and the patient thought that something may have come detached. It was a sudden change, and has been like that ever since. No diagnostics or trouble shooting was done as the patient was putting it off thinking it would heal. The manufacturer representative (rep) reported that the patient has two surgical leads, the paddles were on each side of midline. It was noted that an xray of the leads was taken today ((B)(6) 2015), but not know if historical x-rays were available to determine if leads had moved. It was unknown why the patient had two paddle leads implanted. Electrodes 0-7 were for the right leg, 8-15 were for the left leg. It appeared that half of each paddle was connected to the implantable neurostimulator (ins). The rep noted that there were seven out of range electrodes; it was possible that some were used in programming. The out of range impedances, run at 1.5 volts included all combinations with electrodes 5 and 15 were greater than 20,000, as well as combinations of 3-9, 3-12, 3-13, and 3-14. The rep tried reprogramming electrodes 1 and 2, and adjusting pulse width and rate; however, this cause cramping in the leg. The patient was programmed at a pulse width of 450 and 40hz; cramping started at amplitude of 2.0 volts. They tried other electrodes and this continued to cause a motor neuron response. During the programming session today ((B)(6) 2015), using the clinician programmer, the patient experienced heat at the ins site the patient also noted a hot/red/ burning sensation at the implant site (left side abdomen). This sensation occurs all the time, not just during recharging. Heat can be felt internally, and her skin is hot to the touch. This was noted to be a sudden change and the patient believed it was related to having hit her back on the chair as it happened at about the same time. The ins would get hot when recharging, so it would shut off. The patient had to recharge frequently. The cause of the out of range impedances was not determined. No actions/ interventions were taken to resolve the issue. The cause of the ins getting hot while charging remains unknown as troubleshooting was not performed. The patient did not have the insr with her when meeting the rep. The patient was being referred for a revision. The patient indication was noted as other. Follow-up was performed to determine outcome, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.